Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer wears their pump against their skin and there was a temperature change to the pump prior to the occlusion alarms occurring. Blood glucose level was 400mg/dl. An infusion set change was performed to address the occlusion and additional occlusion alarms occurred. During troubleshooting, a new cartridge was loaded and the pump performed as intended.